Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).

Event description:
This case was reported by a lawyer via a legal claim and described the occurrence of zinc toxicity in a (B)(6) female patient who received super poligrip (formulation unspecified) over a period of ten years as a denture adhesive. A physician or other health care professional has not verified this report. On an unknown date, the patient began using super poligrip. At an unknown time after starting super poligrip, the patient "suffered from zinc toxicity, copper deficiency, profound and permanent neurological damage and other injuries attributable to her super poligrip use." According to the claim, these injuries had left the patient "unable to perform her normal, customary and daily activities." Treatment with super poligrip was discontinued. At the time of reporting, the events were unresolved. Medical records received on (B)(6) 2009: on (B)(6) 2007, the patient was seen for neurological evaluation due to numbness in the lower extremities. This began in (B)(6) 2006 with numbness in the plantar surfaces of both feet and gradual progression up to the knees and worsening balance. In (B)(6) 2007, she injured a tendon in her right hand resulting in extensor weakness. She also had carpal tunnel syndrome with some numbness in her thumb. The patient noted increased numbness in her legs with defecation. B12 deficiency had been diagnosed during her initial workup and she was started on month b12 injections in (B)(6) 2006 without obvious benefit. MRI studies of the neck were done and emergent cervical decompression was recommended at one point. A cervical collar and traction offered no benefit either. Nerve conduction studies on (B)(6) 2006 were normal with mild peroneal and ulnar neuropathy without evidence of focal nerve compression. Lumbar MRI on (B)(6) 2007 showed no significant canal stenosis and suspicion of left-sided canal narrowing at s1 to s2 which could affect the existing s1 nerve root. Brain MRI on (B)(6) 2007 showed nonspecific white matter changes in the frontal lobes possibly related to small vessel ischemic disease and right mastoid sinus disease. MRI on (B)(6) 2007, showed exaggerated cervical lordosis, a type ii fracture dislocation of the odontoid, possible thickened ligamentum flavum behind c1, c2, and c3, reduction of the canal with diameter of 8 mm at c2, c3, and c4 with some spinal cord flattening, left foraminal stenosis at c2-c3 and right foraminal stenosis at c3-c4, degenerative spinal stenosis at c6-c7, and widespread productive degenerative changes throughout cervical spine. Lower extremity somatosensory evoked potential studies on (B)(6) 2007 showed no reproducible cortical responses with nerve stimulation. On examination at the (B)(6) 2007 visit, the patient had weakness in all extremities with predominantly large fiber sensory loss with loss of deep tendon muscle reflexes and gait unsteadiness. At follow up on (B)(6) 2007, the patient remained symptomatic with some improvement in ataxia. Ssep showed profound peripheral neuropathy with possible deterioration of posterior column function. Following examination on (B)(6) 2007 a neurologist felt the principal cause of the progressive neurological dysfunction to be cervical myelopathy. Copper level drawn on (B)(6) 2007 was 16 mcg/dl (normal 75 to 155). At follow up on (B)(6) 2007, the patient stated her walking had become much worse and MRI showed instability in the c3-c4, worsening stenosis of c2-c3, and posterior bulging more pronounced at c4-c5 and c5-c6. At neurology visit on (B)(6) 2007, it was noted that the patient had been diagnosed with copper deficiency of unknown etiology. She had begun copper supplementation at 6 mg daily with some improvement in her balance and foot numbness. On (B)(6) 2008, plasma copper level was 1096 mcg/l (normal 700 to 1500), and plasma zinc level was 1568 mcg/l (normal 600 to 1300). Follow up information was received on (B)(6) 2010 via medical records. Medical history included severe comminuted fracture of patella ((B)(6) 1998), and as early as (B)(6) 2000, she complained of leg weakness and frequent episodes of "giving away"; at that time examination revealed quadriceps atrophy. The patient was evaluated between 2006 and 2009 for complaints/ symptoms including tingling, numbness, gait abnormality/ unsteadiness, falling, paresthesias, vitamin b12 deficiency, lower leg cramping, anemia, loss of balance, mild carpal tunnel syndrome, and clawing of right hand. Diagnosis and/or impressions/ assessments included sensory polyneuropathy, peripheral neuropathy/ severe sensorimotor peripheral neuropathy " probably related to copper and b12 deficiencies", macrocytic anemia, and myelopathic process. She also had mild cervical spondylosis with minimal spinal stenos and "subacute combined system degeneration secondary to vitamin b12 deficiency". Diagnostic testing showed sensory polyneuropathy "of considerable severity" with normal segmental lower extremity somatosensory evoked potential studies and presence of severe polyneuropathy affecting sensory tracts in the spinal cord and extending peripherally (nerve condition study (B)(6) 2007); significant atheromatous debris and obstruction in right common femoral artery and left popliteal artery stenosis ((B)(6) 2008); periventricular and white matter changes in frontal lobe of brain possibly due to small vessel ischemic disease (brain MRI (B)(6) 2007). Treatment included physical therapy, copper supplementation, b-12 supplementation, lyrica, and neurontin. In (B)(6) 2006, the patient fell on her buttocks, and in (B)(6) 2006 experienced a sensation of coldness and paresthesias in her feet without "objective" numbness. Examination revealed gait unsteadiness and impression was probable peripheral neuropathy. On (B)(6) 2007, neurosurgeon expressed an impression of what appeared to be an "intrinsic process, myelopathic in nature, which may also involve a component of peripheral nerves in as much as the ankle jerks are absent and the knee jerks are brisk"; there were no myelopathic findings in the upper extremities. On (B)(6) 2007, electromyography performed for follow up of polyneuropathy and cervical stenosis showed severe involvement of the left median neuropathy/ moderately severe chronic sensorimotor polyneuropathy. On (B)(6) 2009, she was seen for neurology follow up continued to receive copper and vitamin b12 supplement and reported some improvement in balance and strength of both lower extremities and right fingers, with continued constant numbness, tightness, cold sensations, pain, and red/ purple discoloration of feet worsened with prolonged standing. Copper level was within normal limits in (B)(6) 2009, and zinc level was high.